Event description:
Information was received from a healthcare professional regarding a flex arm assembly. It was reported that the handle part that fixes the arm does not move/work. There was no patient involved. The event occurred during set-up at the back table and the device was not used on the patient. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis # product:955-525, lotno:28268r, during the inspection at the time of acceptance, it was observed that the handle was stuck/adhered, the bearings were deteriorated, and the joints were worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.